Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of peritonitis ("early stages of peritonitis"), kidney enlargement ("dilated kidney"), infection ("the infection was spread") and kidney infection ("infection involved the kidney") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "had "bad luck" because during insertion, the devices were defective due to the lot number, with the consequences of removal" in (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pain in extremity ("since the first minute in the medical consultation she started with pain in legs / since the moment that essure was implanted, after some days, she had leg pain / all months she has leg pain but less than before") and complication of device insertion ("three attempts of insertion"). On an unknown date, the patient experienced peritonitis (seriousness criteria hospitalization and intervention required) with pyrexia, abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("much abdominal swelling"), gait disturbance ("difficulty walking"), kidney enlargement (seriousness criterion medically significant), infection (seriousness criteria hospitalization and medically significant), kidney infection (seriousness criteria hospitalization and medically significant) and limb discomfort ("sequelae in her legs (unspecified) / still presenting sequelae in her legs especially in the right leg (where the events started)"). The patient was hospitalized for 22 days. The patient was treated with surgery (ovary and fallopian tubes were removed and reconstruction of the uterus was performed). Essure was removed in (B)(6) 2015. At the time of the report, the peritonitis, complication of device insertion, abdominal pain, back pain, abdominal distension, gait disturbance, kidney enlargement, infection and kidney infection outcome was unknown and the pain in extremity and limb discomfort had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, complication of device insertion, gait disturbance, infection, kidney enlargement, kidney infection, limb discomfort, pain in extremity and peritonitis to be related to essure. The reporter commented: once, she went to medical consultation in wheelchair with early stages of peritonitis. It was also reported that there was no other option than the removal of essure, after being hospitalized for 22 days. The surgery lasted 6 hours with all the consequences, with bad prognosis. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: peritonitis. The analysis in the global safety database revealed 12 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.